Manufacturer narrative:
Event date is for the range of 01/01/2023 to 02/04/2023. It was further reported that the upstream occlusion alarms were occurring with medications of vasopressin, precedex, vancomycin, levophed, and potassium phosphate. A representative sample pump was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device did not alarm for upstream occlusion during testing. A review of the event history log revealed multiple 'upstream occlusion' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Serial number: concomitant product therapy date. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an increased upstream occlusion alarms during an unspecified process step at the intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.